Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said the device doesn't work. Patient said the turned the device off because they had a lot of stuff going on and pt couldn't find the number to get a hold of their rep. Agent advised to call the healthcare provider (hcp) and pt d they have always contacted the rep. Patient service specialist (pss) asked when the device stopped working and patient said it's been a while. Pt stated it does charge, but doesn't come back on. Agent tried to clarify what doesn't come on and could not get a clear answer, agent requested troubleshooting but pt did not have equipment. Agent reviewed appropriate batteries to use. Pt states the programmer eats batteries like crazy and cannot turn on/off with recharger. Patient also said 6 months ago they went to have a scan and the pt turned off the device and it wouldn't come back on. The issue was not resolved through troubleshooting. Pt did not have any equipment to troubleshoot and will be calling back. Pss directed patient to call back with equipment for troubleshooting.